Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic pseudocyst during a procedure performed on an unknown date. According to the complainant, on an unknown date 8 weeks after stent placement, the patient presented to emergency admission. Upon intervention, it was noted that the patient's splenic artery had "bled dry". The patient died. In the physician's assessment, the hot axios stent could have caused this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.